Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient had an issue with the infusion set as it was found in complaint investigation that the tubing was detached from the tubing connector (missing glue) also a drop of glue on tubing connector was found. Reportedly, this issue never occurred before. No further information available.